Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "rupture while introducing the implant". This record is for the left-side. Device has been explanted.

Event description:
Healthcare professional reported, left side "rupture. While introducing the implant". This record is for the left side. Device has been explanted.

Manufacturer narrative:
E1:. Facility name continued: (B)(6), e1:. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.